Event description:
It was reported during a laparoscopic appendectomy while using an ez35w the device was inserted through the trocar, placed on tissue, closed, and fired. The release button was pressed to release the device from tissue and the device would not release. The scrub nurse and surgeon had to pry up the firing handle to release the device from tissue. The surgeon used other means to complete the case (suture and scissors). There was no consequence to the pt.